Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that there was moisture observed at the top of the battery compartment. It was also reported that the battery cap was unable to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: there were no power issues observed in the black box history. There was no data in the black box from the time of the reported issue due to continued use of the device. There was no evidence of moisture observed in the battery compartment. The battery cap was not available for investigation, so a test cap was used. The pump was exercised for 24 hours with no power issues occurring. There were no leaks found during testing and no internal moisture damage found when the pump was opened. There was no internal damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.